Manufacturer narrative:
D10 concomitant product: egia60avm egia 60 artic vasc med sulu (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a side-to-side anastomosis during functional end-to-end anastomosis during colon resection, the firing advanced for about one cm, and the surgeon intentionally stopped to check for entanglement. An attempt was made to resume firing, but firing could not be performed. The assistant physician reported that some button was touched during the check after firing was stopped. The knife was returned, and a new cartridge was used to complete the case. No patient injury.